Event description:
It was reported that the pump shut down unexpectedly on multiple occasions. During troubleshooting with tandem technical support (tts), it was confirmed that pump shut down on the event dates of 04/19/2026 and 05/15/2026 were attributed to normal battery depletion with no impact to blood glucose (bg) level. However, customer reported that they experienced a pump shut down on an unknown date that lead to a high bg level of 580 mg/dl. Tts was unable to verify the cause of this shut down as no event date was provided. Customer addressed bg with a manual injection at that time. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.